Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at tenth inflation, it was noted that the balloon ruptured at 10atm within 5 seconds. Only the device was removed using normal method without any problem and the procedure was completed with a different device. No patient complications were reported and patient was good post procedure.